Manufacturer narrative:
Unit received with intermittent button response due to flattened dome switch on the down arrow button. J2 lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and dog chew marks near end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 10.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.